Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy connector and therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced parts were not available for further evaluation. A root cause of the reported issue was isolated to the therapy connector and therapy cable, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device does not have properly connection with defibrillation pads. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient involvement with this case.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not have properly connection with defibrillation pads. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient involvement with this case.